Event description:
It was reported that the field representative inquired about device data on this pacemaker system. Technical service reviewed device data and found there was an alert due to high, out-of-range right ventricular (rv) pacing impedances measuring 2,753 ohms. A lead safety switch (lss) safety switch was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a right atrial threshold test (raat) that was delayed, and intrinsic daily measurement indicated noise. A review of an atrial tachy response (atr) episode found there was right atrial (ra) oversensing and the ra and rv appear on top of one another. It was noted the most recent right ventricular automatic threshold test (rvat) the ra and the rv appear aligned and there was no successful test in the logbook. Technical services recommended performing a chest x-ray on one or both of the leads. At this time, this system remains in service. No adverse patient effects were reported.